Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple records of resets on reboot dated (B)(6) 2013. Evaluation revealed a cracked battery compartment and damaged threads, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. On inspection, there was no evidence of moisture contamination inside the battery compartment. The battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. The pump was exercised for 24 hours without loss or interruption of power. The pump was opened for investigation and did not reveal any evidence of moisture contamination inside the pump. The battery terminal contacts were intact without contamination. On testing, the display screen was noted to be faded. A test display was attached to the pump and illuminated properly and was clearly legible.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was noted to be faded.